Event description:
It was reported that the pressure measurement indicates incorrect values. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The product was received for evaluation. Visual and functional testing were performed. All device pass pressure test at 100mmhg, 200mmhg and 300mmhg. Pass visual inspection all pins were straight and not bent, diaphragm full no leaks. The reported issue was not confirmed. The reported issue could not be confirmed. No fault was found. No information is provided to date.